Event description:
Healthcare professional reported after injection of the upper lip with an unknown type of juvederm, patient developed "minor necrosis around upper lip". Patient was treated with hyalase. It is unknown if symptoms have resolved.

Manufacturer narrative:
Medwatch sent to the FDA on 07/15/2013. Attempts to follow up with the healthcare professional have not been successful, therefore device information such as the lot number and product type are not available at this time. Undesirable effects. The patients must be informed that they are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account.